Manufacturer narrative:
(B)(4). (B)(6). Additional information: the patient was treated with cefazolin (1.5 gram, frequency not reported) ip for bacterial peritonitis. Eleven days later, the patient recovered from the peritonitis and the treatment with cefazolin was discontinued on the same day.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported that the patient experienced bacterial peritonitis, manifested by stomach pain, coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the reported event. The treatment for peritonitis included intraperitoneal (ip) cefazolin (dosage and frequency not reported). The patient also reported that as a result of the peritonitis, the number of bags per day for the pd therapy was increased. The patient was recovering from the peritonitis. The pd therapy was ongoing. Additional information was requested and was not available at this time.